Event description:
The customer reported that while running an hepatitis core assay, summit sample handler did not pipette reagent in position h12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to an ortho-cllinical diagnostics, inc complaint.